Event description:
It was reported high thresholds and loss of capture were present on the lead. It was further reported there was high impedance and a fracture. The lead was programmed off three to four years ago and has now been explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).